Event description:
It was reported that the patient reported having a driveline power fault alarm on their system controller when they woke up on (B)(6) 2025. The patient reported this was the first occurrence of the alarm. The patient attempted a self-test, but the alarm did not clear. The patient otherwise felt fine and had no other concerns regarding their ventricular assist device (vad). Log files were sent for review. The log file confirmed the driveline power b fault alarms on (B)(6) 2025. The driveline power fault alarms were permanently silenced per patient's wishes on (B)(6) 2025. A modular cable and controller exchange would be performed when the low flow software can be downloaded on their controllers. The controller and modular cable were exchanged. After the exchange, a green spot was found inside the connection of the modular cable. From additional information received on (B)(6) 2025, it appeared that the driveline power fault alarms reoccurred after modular cable and controller exchange. It appeared through log file review that there were no driveline fault events noted in the log and the modular cable connector pins looked good. Additional log files were submitted, which revealed driveline power faults on (B)(6) 2025 at 0654 and continued for the remainder of the log.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion in the inline connector of the modular cable was confirmed. The returned modular cable was visually inspected and found to have evidence of dried fluid ingress on the base of an inline connector pin. The cable was functionally tested with a test system controller and found to operate as intended during analysis; no alarms were produced. The cables internal conductors were also tested, and slightly higher than expected resistance was found; however, this did not affect functionality of the cable. The wires were tested for current leakage and the cable passed. The cable was able to support pump function for an extended period of time. Multiple attempts were made to obtain additional information from the customer regarding the lot number of the cable; however, no response was received. A root cause for the corrosion was not conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the modular cable being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.